Event description:
It was reported that the patient underwent surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pelvic pain, pain with sexual intercourse, throbbing pain inside vagina and bladder infections. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent cystoscopy and urethral injection of collagen on (B)(6) 2005 due to intrinsic sphincter dysfunction.